Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) and this right atrial (ra) lead exhibited high threshold measurements. Additionally, the ra lead exhibited low pacing impedance measurements of 220 ohms. Based on the age of the leads and the patient being pacemaker dependent, the physician opted to explant and replace the leads during a routine device replacement procedure for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the product is in possession of the hospital. If the product is returned, analysis will be performed and this report would be updated at that time.